Manufacturer narrative:
Investigation found damage to the exposed portion of the soft cannula. Fluid diverted through a hole in the the exposed soft cannula upon rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the hips/buttocks. For treatment, the patient changed out the pod for a new pod.